Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th december 2025, it was reported by an arthrex employee via email that for an ar-1588tnt2, fibertag® tightrope® ii abs implant, the needle on the tightrope broke off the suture when the surgeon was whipstitching graft. This was detected during an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as a new tightrope was opened and the procedure continued.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is user-related, such as excessive force during the tightening process.